Manufacturer narrative:
. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. During the evaluation, followings were confirmed and the subject device was judged to need to be repaired. Insufficient angulation range for specification. Too much play in the angulation mechanism. Wear and tear on the rubber cover of the no.1 switch. Cracks on the glue on the bending rubber. In addition, omsc also confirmed that there were scratches on the boot and on the insertion tube. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has been returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation, no abnormality such as buckling, scratch, smear or foreign material was found inside of the instrument channel and the suction channel. No smear, foreign material or scratch was found at the instrument channel port, the suction cylinder, and the distal end. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the elevator channel of the subject device tested positive for pseudomonas aeruginosa. The device had been reprocessed with a non-olympus automated endoscope reprocessor, endoclens (johnson & johnson), using phtharal. There was no report of infection associated with this report.